Event description:
Boston scientific received information that during a routine follow up the patient implanted with this right ventricular (rv) lead was found to be in atrial flutter. The device inhibited therapy with an inappropriate shock as the device misinterpreted a run of atrial flutter in the atrium. A chest x-ray was performed and revealed that the rv lead had dislodged into the right atrium. The patient was hospitalized and therapy was turned off. The patient will be monitored closely. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
To date the rv lead remains in service and was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.